Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that she was hospitalized in ICU for to hyperglycemia and high ketones due to bent cannula within 3 hours of insertion. High blood glucose level was 552 mg/dl and treated by correction bolus via pump, IV and fluids of saline and insulin. Infusion set was placed in thigh. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.